Manufacturer narrative:
Based on the claim against the product by the customer noting, damaged cable. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and found a derailed grip cable at the distal end. Derailed cables are associated to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. Further investigation identified additional failures: a frayed grip cable at the distal end was found during further inspection. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Also, the instrument was found to have a broken main tube. A piece measuring proximately 0.251¿ x 0.140¿ was not returned with the instrument. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Lastly, the instrument was found to have dried residue on the clamping pulleys.

Event description:
It was reported, that during a da vinci-assisted incisional hernia surgical procedure. The prograsp forceps instrument installed into universal side manipulator (usm) arm 2 was producing noise. And was not moving correctly. The customer called the technical service engineer (tse) and stated, that the surgeon reported this issue. And they did not like how it felt, and that arm 2 felt jumpy. The customer reported, that the instrument in usm arm 2 broke. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon stated, that usm arm 2 felt jumpy and described that "it felt like it was shifting forward. But there were no unexpected or reversed movements. The procedure was completed using another patient side cart (psc). The prograsp forceps instrument was noted, to have a frayed wire and this was only observed, after the instrument was installed. The instrument was most likely broken before. And there was no fragment that fell into the patient. A backup prograsp forceps instrument was used to continue with the surgical task.